Event description:
The facility reported a flogard infusion pump that presented an insert slide clamp alarm. It is unknown when this event occurred. There was no report of patient involvement, patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during initial evaluation on-site at the facility by a baxter field service technician. However, the device is still in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an insert slide clamp alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be the slide clamp assembly being out of calibration. The slide clamp assembly was recalibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.